Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
A regulatory affairs manager reported to integra that a medwatch report was received with (B)(4), the following information was: a risk manager reported that a 107102 halstead fcps 5 cvd matte was used on (B)(6) 2018 during an unspecified procedure. During surgery, it was discovered that a mosquito clamp was missing a piece from one side of the clamp tip. The clamp was used in the wound and the tip could not be accounted for. No patient injury or surgery delay was reported. Additional information has been requested.